Manufacturer narrative:
The pump passed the displacement test, self-test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. There was no excessive no delivery alarm noted. There was no vibrator anomaly noted. The pump was received with cracked case at the display window corner. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they are calling back to perform the high pressure test and complete previous troubleshoot. The customer's blood glucose level at the time of incident was over 450mg/dl. The customer's most current level was 140mg/dl. The customer states they treated the high with the pump and manual injection. Troubleshoot was conducted and the pump was found to have passed the high pressure test. The customer states they never saw no delivery on the pump screen or felt the vibration or audible alarm. The customer's alarm history showed multiple no delivery alarms. The customer was advised the pump would be replaced and returned for analysis.